Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A caregiver reported on (B)(6) 2021, sensor scans of 249 mg/dl and 148 mg/dl were received compared to a built-in meter results of 61 mg/dl and 73 mg/dl. The results were obtained within 10 minutes and when plotted on a parkes error grid, fell into the ¿d" zone showing the difference in values to be clinically significant. The customer experienced hypoglycemia symptoms of sweating and nervousness, and the customer¿s husband who is a healthcare provider administered 1 mg of glucagon injection as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.